Event description:
It was reported to philips that the system could not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the fuse on the mpdu control board was burned out. To resolve the issue, the fse replaced the fuse on the mpdu control board, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.